Event description:
It was reported that after implant the patient had two additional surgeries and the leads broke on both. The product had been turned off. The mother was not disgruntled, just noted it needs to explanted. It was effective when it was functional. The caller met this weekend with the patient's mother and she described what the child/patient had dealt with. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v814839, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was not known, but it was attributed to the lead. The impedances on contacts 1, 2, and 4 were greater than 4,000 ohms, which denied sensation. The patient experienced no stimulation sensation and a return of incontinence. The patient had an x-ray on (B)(6) 2012 and a revision on (B)(6) 2012. Hospitalization was not required and the outcome was noted as no injury. At an office visit on (B)(6) 2013 the patient had no stimulation sensation and the impedances were greater than 4,000 ohms on all pairings. The implantable neurostimulator (ins) was off at the time of the report and they were assessing symptoms.

Manufacturer narrative:
(B)(4).